Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the up and down buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2015 with the following findings: all of the buttons were functioning appropriately. There was no contamination on the button contacts. Unrelated tot he initial allegation, the display screen was dim and discolored. The battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.